Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was that the caller reported that they were not able to connect the handset and communicator to the implant. The caller reported seeing a message that said device not responding and to reposition the communicator over the internal device. The agent helped the caller reposition the communicator, exit and re-enter the app, but this did not resolve the issue. The caller was at work and could not remove any clothing. The caller did see at one point, communicating, but it went back to device not responding. The caller will take a break from trying now and move to a more private area where they can remove some clothing and try again. The caller noted that they did not have any bandages anymore. When asking if they had any swelling in that area, the caller replied "no". The caller will call back later if additional assistance is needed. See (B)(4) - bleeding for omitted information.